Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer's current blood glucose was 249 mg/dl. The customer was treated by bolus with pump and insulin drip. Troubleshooting was done for high blood glucose and insulin pump was under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that customer does allege pump was under delivering. The insulin pump will be returned for analysis.